Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report, august 30, 2016.

Manufacturer narrative:
This report is filed september 13, 2016.